Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was delay in response from buttons of insulin pump. The customer blood glucose level was unknown. It was also reported rewind took longer time and battery cap was worn and also received unexplained no delivery alarms. The customer declined troubleshooting with technical support. The insulin pump will not be returned for analysis.